Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17452. It was reported that patient experienced ineffective therapy. X-rays showed that both leads had migrated and one of the lead was fractured. Surgical intervention may take place to address the issue. It¿s unknown which lead was fractured, and both are being reported.